Event description:
The patient had unresolved pain following implantation of the encore system. The physician intended to loosen the suspension line, but noted that one of the suspension lines had broken. The physician decided to remove the entire encore system.